Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow-up 2 to correct section b3: date of event & section d4: lot number.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: coordonnatrice angio. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is being submitted to correct the MFR report number. MFR report number 3013394970-2023-00262 was inadvertently submitted with the incorrect MFR number.

Event description:
The user facility reported that the hemostasis wasn't achieved after the use of the angio-seal. Rebleeding occurred and manual compression was done for about 20 minutes. Afterwards a premofix was applied. Extended hospital stay due to the event. The procedure was a pci. Hemostasis was achieved 20 minutes und 12h premofik. The procedural sheath used prior to the vcd device was a 6 french. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment, or withdrawal of the device. The blood loss was less than 250cc's. The patient is stable. There was no other equipment or devices being used with the reported product. There was no patient harm. Bleeding occurred in the procedure room. A hematoma was present. Right femoral artery puncture. Manual pressure applied for 20 min gedrückt und 12h premofix. The hospital stay was extended 1 tag länger. An ultrasound was performed to diagnose the bleed. There were no patient consequences.